Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system has recently received multiple inappropriate shocks due to t-wave over-sensing. This was reproducible via pocket manipulations and there were also several untreated episodes. It was suspected that the s-ICD conductor had fractured. The physician programmed shock therapy off and the device data was forwarded to boston scientific technical services (ts) for review. It was discussed that in addition to t-wave over-sensing, there was evidence of myopotential noise and potential sense node b artifacts. The observed over-sensing was impacted by the low, variable r-wave amplitude measurements. Thorough in-clinic evaluation was recommended, such as provocative maneuvers and isometrics, to assess the s-ICD system integrity. Diagnostic imaging was also provided and there was no evidence of the suspected fracture. The recommended assessment was performed in-clinic, where the physician and patient decided against invasive action. The physician elected to reprogram therapy back on and programmed the s-ICD to the secondary sensing vector. Additionally, the patient will continue with close remote monitoring. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.